Manufacturer narrative:
Trackwise # 487758. Analysis of production: (3331/213/67) a ship history was completed. There was no evidence that the reported upn was sold to the account during the year prior to the aware date. (Event date was unable to be provided by account.) A lot history is unable to be performed. The account was unable to provide the lot number. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
Related to 487046, 487760, 487764.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester says that he has had a "string of hematomas" around 4 in the past few weeks. More than he's had in awhile. He feels like the energy device isn't sealing well. He's not sure of the cause but has been adjusting the energy settings to see if this helps to resolve the issue.